Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "loud clicking while infusing", which was observed while running a loaded set. The reported symptom was confirmed and caused by damaged motor gears causing the clicking noise. The damaged gears were replaced.

Event description:
It was reported that a spectrum pump experienced "loud clicking while infusing". It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The initial MDR was reported due to incorrect evaluation information. Upon correction of the information, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05280 can be removed from the FDA database.